Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod download data showed 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 3449 pulses before getting deactivated. The download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin, prior to the alarm. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 490 mg/dl. The pod was worn on the patient's back for between 4 and 24 hours. As treatment, a new pod was applied.